Event description:
It was reported that the insulin pump kept alarming motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind due to a motor encoder signal being out of phase.